Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ syringes leaked vaccine medicine from the hub when drawing it up. The following information was provided by the initial reporter: "the second incidents happened on (B)(4), it squirted out from the hub when she began to draw up on two separate occasions, resulting in total loss of three vaccines."

Event description:
No additional information

Manufacturer narrative:
Ten samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was also passed functional testing for leakage at the luer connection. Since the reported defect was not confirmed, a manufacturing root cause could not be determined. Furthermore, a device history record review was completed for provided lot number 2255387. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.